Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.

Event description:
It was reported that the burr stuck on wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, when attempting to remove the device in a normal fashion after completing multiple runs of rotational atherectomy, it was not behaving properly. It was discovered that the burr became fused with the wire and was unable to be removed. They were able to remove the wire using dynaglide mode and wet gauze. Once removed the burr from the wire, it fell apart from the drive shaft. No patient complications were reported.

Event description:
It was reported that the burr stuck on wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, when attempting to remove the device in a normal fashion after completing multiple runs of rotational atherectomy, it was not behaving properly. It was discovered that the burr became fused with the wire and was unable to be removed. They were able to remove the wire using dynaglide mode and wet gauze. Once removed the burr from the wire, it fell apart from the drive shaft. No patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. H6 - device code: corrected. Device evaluated by manufacturer: the device was returned for analysis. The burr was found to be detached. Inspection of the device found that the coil was stretched and detached at the burr. The burr was detached.